Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As dr was impacting the exeter broach with the broach handle, the impacting end snapped off when he hit it with a mallet.